Manufacturer narrative:
Device details unavailable at the time of this report, (B)(4).

Event description:
It was reported that the patient experienced recurrent infections, discomfort and pain at the abutment site and was subsequently treated with antibiotics (type and date not reported). However, the issue could not resolved resulting in the decision to remove the abutment.